Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: coating is peeling off the connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the root cause was unable to be established but there was physical and chemical stress that may have contributed. The following non-reportable malfunctions were found during the device evaluation: the angle wire is broken and does not bend up at all, the electrical connector is not waterproof due to deformation, the bending tube is dented, the connecting tube is crimped, the electrical connector is corroded, the universal cord is crushed and the connecting tube is crushed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had unusual angles with the wrong orientation. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the coating is peeling off the connecting tube. The issue was found during the preparation for use for a diagnostic procedure that was completed with another similar device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.